Event description:
Additional review indicated that the patient never said she was experiencing underdose.

Event description:
It was further reported that the health care provider had confirmed that the pump had flipped but the patient to date has not had surgery to ¿see the status¿ or address. It was thought that the pump was secure in the pocket. At some point last year there were a ¿couple issues¿ filling the pump and an x-ray was performed. The patient was told the catheter was kinked ¿or something¿ and the pump had flipped. This had occurred sometime in 2011. The health provider reportedly manually flipped the pump in order to refill it. The patient did report that she had lost and gained weight. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model: 8731sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: unk. (B)(4).

Event description:
Patient experienced an underdose with increased baseline pain. Per reporter the pump was not working. No diagnostic studies were done. It was further added that the last couple of times healthcare provider (hcp) had a hard time filling the pump and finding the port. Hcp confirmed the pump was flipped but they were able to fill it under fluoroscopy. It was stated that a month after implant, the catheter had dislodged and was revised and patient was wondering if that had happened again (please refer to MFR report # 3004209178-2010-05470 for events related to the catheter dislodgment). Patient had requested to have the pump removed because, she was having too many problems with the pump. Additional information has been requested; a follow-up report will be sent when it becomes available.